Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009, the pt reported she was having problems recharging her implantable neurostimulator. The pt was experiencing coupling and communication issues. No pt symptoms were reported. On (B)(6) 2010, the pt stated she "recharged for 5 hours yesterday and no charge is in the device today." She "initially saw por on the recharger" while the pt programmer "showed that she needed to recharge." No pt symptoms were reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.